Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead was returned and analyzed.

Event description:
It was reported during implant, the lead was connected to the device and the impedance was greater than 3000 ohms. The lead was then connected to the analyzer and the impedance was 1900 ohms. Next the lead ws inserted into the device connector block and impedance again measured greater than 3000 ohms. The lead was not used. No patient complications were reported as a result of this event.